Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead was exhibiting impedance measurements less than 100 ohms and no capture despite maximum device outputs. Additionally, the patient has experienced some pacemaker syndrome with dizziness as the patient receives mainly atrial pacing. It was suspected that the lead sustained some insulation damage during a recent device replacement. A lead revision was performed and the lead was removed from service and successfully replaced.